Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was returned with the loading device. The tension spring assembly, seal and anchor tab were inside the loading device. The slide lock was engaged and the plunger was depressed. The following measurements were taken: the inner delivery tube diameter, the outer delivery tube diameter and the length of the delivery tube. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint was confirmed for "failure to load". The root cause is undetermined because the event occurred during the use of the device and the procedural operation is unavailable for our review. Specific actions for this failure ode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal complaint number - catsweb# (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, 4 hs iii proximal seal system 3.8mm heart strings malfunctioned while trying to load heart string loader. The 5th heart string worked correctly and the procedure was completed. The hosp did not report any pt effects.